Event description:
Device has been explanted and replaced.

Event description:
Patient reported right side "increase the volume, pain in breast, hardened (the symptoms are even bigger than on left), contracture, folds". Healthcare professional later reported capsular contracture, baker grade IV. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.